Manufacturer narrative:
The baxter technician found the power, auxilary cord and communication cable needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows: discoloration of the plug molding, any signs of cracking, or loose fit of the plug blade. Replace the power cord, if damaged. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord, auxilary cord and communication cable to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that progressa frame had an issue, power cord and auxiliary cord frayed exposed copper wires and communication cable connector's bracket was missing exposed pins. There was no patient/user injury, medical intervention, symptom, or adverse event reported.